Event description:
The patient experienced lower back pain and felt weak. She thought that the implantable neurostimulator had moved from her right hip toward the middle of her spine and upward. The patient had not had any falls or accidents. She planned to meet with her health care professional. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).